Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a ureteral stenting treatment procedure, drainage problems occurred. Access was obtained via the patient's kidney. The percuflex ureteral stent was placed; however, the physician felt that it was not draining properly due to a placement issue. The ureteral stent remained in the patient and the patient was sent to urology for placement of a nephrostomy catheter. There were no further reported patient complications and the patient status is okay.